Manufacturer narrative:
Although requested, device has not been received, and patient demographic details were not provided. Although the age is unknown, the patient is a child. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the tubing disconnected and leaked at the connection to the needleless connector. No patient harm was reported.